Event description:
Stem comes out of the toothbrush, detaching from the toothbrush head [device breakage]. Can't really click down. It goes down but not to the point you hear a click- brush head [device connection issue]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Consumer called stating the brush head was detaching from the toothbrush and coming out while brushing his/her teeth. The stem comes out of the toothbrush about every other day. The brush head could not really click down; it went on but not to the point of hearing a click. No injury was reported.

Manufacturer narrative:
Product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
The reporter informed the company that the product can't be returned.

Event description:
Consumer called stating the brush head was detaching from the toothbrush and coming out while brushing his/her teeth. The stem comes out of the toothbrush about every other day. The brush head could not really click down; it went on but not to the point of hearing a click. No injury was reported.